Event description:
It was reported the lead had switched polarities due to low impedance values. There has been noise recorded in the stored diagnostics and varying thresholds. When programmed to unipolar, pocket stimulation exists. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.